Manufacturer narrative:
The field action was reported to FDA and the affected customers received notification of the field action. The device issue was investigated for root cause and coded of this MDR report, and any device repairs or returns are handled within the scope of the field action. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time.

Event description:
It was reported that an 8015 pcu keypad was replaced because it would not power on. There was no reported patient involvement.